Event description:
The subject device was used during a laparoscopic nissen fundoplication. After about 10 minutes use, the probe of the device was broken. The probe tip didn't fall off inside the pt. The procedure was completed with another thunderbeat device. There was no pt injury.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. Olympus will continue to work with the user facility to obtain more detailed info regarding this report, and if new info is received at a later time this report will be updated.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00159 to provide additional information based on the evaluation of the returned device. We found that the device reported in MFR report # 8010047-2015-00311 was the device regarding this MFR report on jun 24, 2015. Lot # and device manufacture date were corrected. Olympus medical systems corp. (Omsc) confirmed that the probe broke down at 15 mm from the distal end. There were contact marks on the surface of the probe and the jaw. The proximal end of the ptfe pad was worn. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result the proximal side of jaw and probe came into contact with each other, and the probe cracked. After that, the probe was broken when the probe received a load. The instruction manual mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.